Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part:292.820.10, lot: 6l18705, manufacturing site: balsthal, release to warehouse date: 19 sep 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: visual inspection confirmed that the k-wire shaft presents strong grinding marks and even some burrs, the threaded tip is in sound condition. Functional test cannot be performed at customer quality (cq) zuchwil, however, our service center confirmed that the k-wire was stuck in the quick coupling and could only be disassembled by force. Dimensional inspection relevant dimension was checked at an undamaged area and was found to comply with the specifications. Shaft diameter: measured = pass. Document/specification review drawing was reviewed during this investigation. The returned k-wire was manufactured in sept 2019 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities noted. According to the relevant test instruction the device was visually checked per 100% at manufacture and passed. Summary service center oberdorf confirmed that the k-wire was received in jammed condition in the quick coupling (part# 532.022). After disassembling it was noted, that the k-wire shaft presents strong grinding marks and even some metal burrs. Besides, the threaded tip is in sound / new condition. The k-wire was manufactured in september 2019 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. Furthermore, these devices are visually checked per 100% before they leave the manufacturing site. No manufacturing related issues that would have contributed to this complaint were found; the damage occurred is determined to be post-production/acceptance criterias. This complaint condition is most likely a result of an insufficient clamping in the quick coupling; this caused the slipping of the k-wire, which in turn has led to metal deposits on the shaft and finally caused the jamming in the quick coupling. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date during pre-op it was discovered that the k-wire was stuck in the quick coupling attachment. This report is for one (1) k-wire ø3 thread-tip l150/15 sst 10u. This is report 1 of 1 for (B)(4).